Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was observe to be leaking; location was not known. Customer changed cartridge to resolve the issue. Customer's blood glucose was not known; however, remained within range. Although multiple attempts were made for additional information, customer did not reply.